Event description:
Patient's mother called to report baxter completed electronic update on her home cycler machine. With the new update, now she is not able to hear the alarms, as they were softened with the update. It is not adjustable for her to increase so she can hear when away from bedside or in next room sleeping at night. She reported to baxter. Their response was that they could not change the alarm volumes. Staff member called baxter and was also told the alarms could not be increased in volume. This writer requested to speak with "manager" from baxter and is now waiting for a follow up call.